Event description:
It was reported that a spectrum pump had a door latch problem. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received an evaluated the device. The device was found out of specification in relation to door latch problem which was reproduced as door not fully latched messages during evaluation. The door latches close, but with excessive force being required to close door. The door hooks and latch pins were replaced.